Event description:
Ous MDR - after an implantation period of about 44 months, oversensing with inappropriate shocks was reported. The noise could be reproduced during the interrogation of the device with the patient lifting his arm over his head. The implant date was not reported. No other adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinised. Upon receipt, the lead was found dissected at 13 cm distal to the is-1 connector pin. Both lead segments were returned for analysis. The inspection revealed an abraded insulation at the distal lead segment. This insulation damage can be considered as the root cause of the noise mentioned in the complaint description and confirmed during the analysis of the ICD. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further analysis revealed a deformation of the svc shock coil, which occurred most likely during the explantation procedure. The analysis of the ICD and the lead did not reveal any sign of a material or manufacturing problem.